Event description:
An international distributor reported that their customer's AED battery was depleted; however, when tested with a spare battery pack, the AED did power on. The customer did not report this occurring during patient use.

Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the depleted battery pack. The review identified that once a new battery was installed and a manual self test run the AED functioned as designed and could stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.